Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. ) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review. Please note that this event and the event documented under report number 2320721-2006-00373 involve the same pt.

Event description:
It was reported that a file separated in the canal during procedure. The canal was filled with the separated piece in place.